Manufacturer narrative:
A motion sensor test failure alarmed during rewind due to motor encoder signal out of phase. The pump was received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners. (B)(4).

Event description:
The customer reported via phone call of a motion sensor test failure and rewind loop from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump is giving an error but it would not let him rewind. The customer was assisted in performing displacement test. The customer was not able to complete the test. The customer stated that the rewind failed and the process restarted. The customer was advised to return the pump with battery and zero out the basal rates. The customer will be sent a replacement pump.